Manufacturer narrative:
Although the evaluation of the submitted system controller log files confirmed the report of pump power spikes, a specific cause for the events could not be conclusively determined. In addition, a direct correlation between device and the reported events could not be conclusively established through this evaluation. The submitted system controller log files captured three transient minor elevations in pump power and estimated flow on 08jul2017 at 11:18:17 am, 11:18:29 am, and 06:08:04 pm. In addition, a transient low flow hazard alarm was observed on 21jul2017 11:21:16 am, corresponding with the estimated flow decreasing below the low flow threshold. The patient remains ongoing on the device and no further issues have been reported at this time. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device: 6 years and 5 months.  Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient experienced elevated lactate dehydrogenase (ldh). The patient presented with aphasia, however, head CT was negative. System controller history interrogation revealed power elevations on saturday (B)(6) 2017. On (B)(6) 2017, it was reported there were concerns for early signs of possible pump thrombosis. Log file analysis completed by the manufacturer¿s technical services representative revealed that the system is operating as designed within the set pump parameters. Additional information was requested, but was not provided.